Event description:
Refrence number (B)(4). Event occured in canada. It was reported that the patient experienced high blood glucose of 513 mg/dl on (B)(6) 2026 due to a bent cannula. The patient administered a correction injection via multiple daily injections (mdi). The infusion set had been inserted in the abdomen, and the patient noticed symptoms within three hours of insertion. No further information is available.